Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (50 mg/dl). Reportedly, the basal rate needs to be adjusted. Customer drank soda to bring bg levels back to target range. Recommendation was made to discuss diabetes management with customer's health care professional.